Event description:
An office nurse in (B)(6) reported that they had a (B)(6) of vns pt who was seen mid (B)(6) and the staff at the hospice where he was staying said that he had some episodes of bradycardia and of dropping his oxygen saturations in his sleep. It was reported that the pt had grown recently and asked whether it could be mechanical tethering of the vagus nerve that was causing the bradycardias as they resolved with a position change. The bradycardia reported is only occurring during sleep. The pt was evaluated by a pediatric neurologist who reported that seems pretty compelling evidence for discounting vns effects which presumably should occur as readily when awake. Although it would probably be hard to prove this without a full sleep study, it's more likely that he is desaturating first due to respiratory dysfunction with secondary bradycardia. Further attempts are underway for information about the reported events. The pt is being evaluated further. No interventions have been reported to have been taken for this event at this time.